Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9028864. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200796315] noted that did not pertain to the complaint. There was one (1) notification [200803848] noted for unseated stoppers. H3 other text

Event description:
Material no.: 328278, batch no.: 9028864. It was reported that during use of the syringe 1.0ml 1/2in 90 bx 450 mo the plunger is hard to move resulting in bent needles. The following information was provided by the initial reporter: consumer reported: plunger hard to move needle bent from pushing so hard 2 syringes affected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 328278, batch no.: 9028864. It was reported that during use of the syringe 1.0ml 1/2in 90 bx 450 mo the plunger is hard to move resulting in bent needles. The following information was provided by the initial reporter: consumer reported: plunger hard to move needle bent from pushing so hard 2 syringes affected.